Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical product: 5076-52 lead; 6935m62 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a defect. Crossover therapy was performed by programming adaptive crt (acrt) from off to on. The lv lead remains in use. Evaluation of the data file noted the right ventricular (rv) lead had high sensing integrity counter (sic) and viability in sensing, impedance, and threshold. The rv lead remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further clarified by the clinical site that the lv lead did not have a defect. The defect was actually for the rv lead. No action was taken and the rv lead continues to be monitored.